Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was above 39 mg/dl. Customer stated she had a low blood glucose due to sensor issues. The customer was declined to troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.